Manufacturer narrative:
The most likely assignable cause is instrument related. Following condition codes posted by the instrument, the customer failed to perform the necessary level of cleaning of the microwell incubator, and contamination was subsequently found to be present on the incubator rings and the incubator well shuttle weight. After carrying out the required level of cleaning, the customer is satisfied with the system performance. Based on historical quality control results, a vitros tropi es lot 2540 performance issue is considered unlikely. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event as it could not be confirmed the samples were processed in accordance with the sample collection device manufacture recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed non-reproducible, higher than expected troponin I results for two patient samples processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 result 0.149 ng/ml versus expected result of <0.012 ng/ml. Patient sample 2 result 0.407 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were reported from the laboratory, however corrected reports were subsequently issued for the affected samples. There was no allegation of actual patient harm. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).